Event description:
It was reported that a patient came in for hardware removal of one plate with and four cortex screws due to the hardware was bothering the patient. When removing the screws the head broke-off of one screw. The head of that screw was removed however the shaft remained in the patient. The plate and the other 3 screws were successfully removed with no delays. This report is for the unknown plate. This is report 2 of 2 for (B)(4)..

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the plate, part and lot number unknown. Implant date reported only as 2005. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .